Event description:
I used the icy hot heat therapy air activated heat- back patch for my back pain. When I removed the patch it peeled the skin off of my back in several large spots. This bled and was very painful and took several weeks to heal. I still carry a pink scar on my back from two of the spots. Remainder of product was thrown away after this event. Dates of use : one day in 2008 for 6 hrs. Diagnosis or reason for use: back pain. Dose or amount, 1 patch.